Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 5.194 mg/day via an implanted pump for non-malignant pain. It was reported from october 2019 to october 2020 the patient was not getting any benefit from the flowonix pump. It was noted they did all kinds of testing and said they could find nothing wrong with the pump or therapy. It was reported when they went in to replace the pump with the current mdt pump, they found the catheter had to be replaced because it was crimped and was nearly twisted off.